Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 70-year-old female patient who underwent a breast augmentation revision procedure with unspecified mentor gel breast prostheses developed baker grade IV capsular contracture in both of her breasts post implantation. Additionally, a mammogram indicated possible rupture of the left breast prosthesis. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 325cc gel breast prostheses on (B)(6) 2023. During explant surgery, it was observed that both of the removed breast prostheses were ruptured. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 14-jul-2023, the mentor failure analysis lab received the device for evaluation. On 19-jul-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Additionally, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel smooth 375cc breast implant had an area of shell abrasion on the posterior view. In addition, a tear was noticed within the shell abrasion, measuring approximately 11.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-jun-2023, mentor received additional information about the event. The patient¿s race is white and her ethnicity is not hispanic/latino. Manufacturer¿s reference number: (B)(4).